Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 576 mg/dl; cause was unknown. The customer experienced moderate ketones that were identified as dangerous by a healthcare professional. Insulin was administered via a manual injection to initially address bg. At the hospital, the customer was treated with intravenous fluids of saline and insulin, which successfully resolved the issue. A system check was performed, and no issues were observed with the pump, pump supplies, or the insulin in use at the time of the event. Customer was discharged later the same day with the issue resolved and no permanent damage.